Event description:
Patient is trach and vent dependent. Ventilator allegedly alarmed and powered down during use. Father was in next room and responded to alarm. Father put patient on back-up vent. Father responded immediately to alarm, so there was no harm to infant. Dme picked up device that allegedly failed and returned it to manufacturer for investigation. FDA safety report ID# (B)(4).